Manufacturer narrative:
The investigation determined the issue was caused by a clogged measuring cell flow path. After the customer performed cleaning maintenance, no further issues occurred.

Event description:
The initial reporter stated that on the night of (B)(6) 2022, controls were outside of range for tests on one measuring cell of the cobas 8000 e 801 module. Cleaning maintenance was performed and subsequent control measurements were within range. The customer then repeated testing for an unspecified number of samples. Of the repeated samples, discrepant results were found for 5 patient samples tested with elecsys dhea-s and two more patient samples tested with the elecsys testosterone ii assay. All initial values were reported outside of the laboratory and medical personnel were informed of the correct results. The first sample initially resulted in a dhea-s value of 97.6 ug/dl and it repeated as 64.6 ug/dl. The second sample initially resulted in a dhea-s value of 93.7 ug/dl and it repeated as 69.9 ug/dl. The third sample initially resulted in a dhea-s value of 37 ug/dl and it repeated as 27.3 ug/dl. The fourth sample initially resulted in a testosterone value of 0.93 ng/ml and it repeated as 0.66 ng/ml. The fifth sample initially resulted in a testosterone value of 2.44 ng/ml and it repeated as 1.77 ng/ml. The sixth sample initially resulted in a dhea-s value of 372 ug/dl and it repeated as 229 ug/dl. The seventh sample initially resulted in a dhea-s value of 125 ug/dl and it repeated as 72.8 ug/dl. The dhea-s reagent lot was 62614101, with an expiration date of 30-nov-2023. The testosterone reagent lot number was 62093702, with an expiration date of 31-aug-2023.